Event description:
The customer stated she was taken to the emergency room for high blood glucose levels. The customer changed the infusion set prior to being hospitalized, but continued with high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.